Event description:
It was reported that during a lap assisted colon resection, the jaws would not open. The device was excised from the tissue. Another instrument was used to continue the case. There was an extension in surgery time. There were no other reported pt consequence.